Event description:
Olympus (omsc) was informed that immediately after the start of the case, a videoscope was connected to the visera elite (190 series) video system center and light source and the power was turned on, ¿the endoscopic image did not appear and it became a blackout.¿ the surgery was completed by exchanging with another 190 series video system and light source. The next day the service technician confirmed onsite that when the scope connector was touched, the endoscopic image became a color bar display with no image displayed. No death or injury was reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s reported issue was not confirmed as an endoscope was connected to the suspect device and was turned on for an hour and then turned on and off but the blackout or no image could not be reproduced. There is no abnormality when connecting and operating the according to the instruction manual. Additionally, there was no visual abnormalities observed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the camera head and the device temporarily had a communication failure, the image was not displayed, or a blackout occurred. However, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 27apr2022: the procedure was therapeutic. A delay occurred because the equipment was replaced. The time is unknown. The device was inspected before use. No defects were found.

Manufacturer narrative:
See update in b5.